Event description:
No new information.

Manufacturer narrative:
Reporting batch number is corrected to be "5129024" in the d tab. Investigation results: the complaint of slow retraction could not be confirmed from the one used unit from lot 5129024 that had the needle already retracted and only the barrel assembly was returned. A functional test of the needle retraction mechanism was performed by re-engaging the needle and safety button. The functional test of the returned sample revealed that the needle would fully retract, and the retraction time was within specification. The complaint of leakage beyond the septum was confirmed by visual examination of the used sample. Blood residue was observed on the safety shield from lot #5129024; therefore, the complaint of a leak was confirmed due to the circumstantial evidence. The reported slow retraction may have caused the valve to stay open and allow blood to leak during the insertion procedure; however, the IV catheter from lot #5129024 was not provided for investigation and the root cause of the reported event could not be determined. A review of the inspection records and quality/manufacturing controls for the implicated lot indicated no related issues with the manufacturing process. The complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing-related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Slow safety & spill blood after pulling off with a syringe. When the IV accesses the vein there is a backflow of blood out of the back of the catheter. I have not been keeping track of exact dates that these items have come to me but can do so moving forward. There has been no patient/staff harm at this time. The mess that we have encountered is significant as well as the stress we are causing for the patients as they see the blood all over the nurses and the bed.